Event description:
The sales rep reported that the timex extraction device was used to extract a competitor nail, the nail would not detach. The rep tried to detach it outside the sterile field but the instrument cut through the gloves resulting in a 2mm wound on this hand.

Event description:
The sales rep reported that the timex extraction device was used to extract a competitor nail, the nail would not detach. The rep tried to detach it outside the sterile field but the instrument cut through the gloves resulting in a 2mm wound on this hand.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Evaluation summary: the affected device was returned for evaluation on (B)(4) 2013. The device is in a good looking condition and is not broken. There are some visible marks on the shaft which indicates a high force was applied on the device. The rep informed stryker that his blood tests were clear as were the patients. There was no adverse consequence reported in that case. It was reported that the device was used to remove a non-stryker device, therefore this case could be classified as user related (misuse). Do not use components of stryker product systems in conjunction with components from any other manufacturer¿s system unless otherwise specified (see operative technique manual). A review of the device history for the reported lot did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined in the investigation.